Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead punctured the myocardium leading to effusion and tamponade. Perforation was unable to be confirmed via chest x-ray. A pericardial drain was placed and the rv lead was repositioned to solve the issue. No additional adverse patient effects were reported.